Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room (ER) due to blood glucose (bg) level of 37mg/dl, and customer was unresponsive. Cause of low bg level was unknown; however, customer's continuous glucose monitor (cgm) was not available due to a non-tandem cgm issue, and customer was unaware of bg level. Bg was treated with intravenous dextrose. Reportedly, customer left the ER a few hours later with customer in stable condition (bg 194 mg/dl).